Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. No reported adverse impact to the customer's blood glucose. A root cause could not be determined. Reportedly, the customer performed a pump reset and the pump and transmitter regained connection.